Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the left ventricular (lv) lead implanted on the left bundle branch (lbb) due to entering electrocautery mode. Technical services (ts) reviewed and advised loc should not occur from the change to electrocautery mode. This crt-p and lv lead remain in service. No adverse patient effects were reported.